Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-50 mg/dl. Low bg cause was not known. The customer was asleep at the time of the low bg and took no action to address the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.